Event description:
It was reported that bd vacutainer® 0.5 ml 0.105m buffered trisodium citrate blood collection tubes had a loose cap and melted tubes the following information was provided by the initial reporter: "the emergency department has informed us of recurring anomalies on the tubes of the reference 367714 : - the cap, which seems a little loose, remains stuck in the pump body when removing the tube. The batch currently in use is batch: 9184896, but the next batch seems to have a holder that is also "loose". Feb 20th 2020 = the customer reported the incident for information only. Incidents occurred during trial with a competitor's holder (greiner). No samples will be sent back."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 0.5 ml 0.105m buffered trisodium citrate blood collection tubes had a loose cap and melted tubes. The following information was provided by the initial reporter: "the emergency department has informed us of recurring anomalies on the tubes of the reference 367714 : - the cap, which seems a little loose, remains stuck in the pump body when removing the tube. The batch currently in use is batch: 9184896, but the next batch seems to have a holder that is also "loose". Feb 20th 2020 = the customer reported the incident for information only. Incidents occurred during trial with a competitor's holder (greiner). No samples will be sent back."